Event description:
Received a report from a consumer advising upon removal of a tapon pledget. There appeared to be another plegdet that also came out. Consumer advised she does not think she would have inserted a tampon without first removing the prior one. Consumer indicated she does not test the string of the pledget before insertion. No injury reported. It is specially impossible to fit two tampon pledgets in one applicator.

Manufacturer narrative:
Date code information advised by the consumer has been sent for investigation. We await the results. We have requested and await the consumer's return of product for evaluation.